Manufacturer narrative:
PMA/510k: k011375. Reported device not marketed in the u.s. ,however, similar devices, or devices that share components, raw materials or other technological characteristics are registered within the u.s. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that in some pouches the needle is missing, and in some the end of the suture thread is outside the cardboard. The event occurred prior to use.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received (B)(4) closed samples to analyze this complaint and some pictures showing two units with a part of the thread out of the support cardboard. Tightness test to the samples received has been performed and the units are tight. We have checked all samples received and we have not found any sample with the thread out of the support cardboard. We have tested the needle attachment strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.67 kgf in average and 0.38 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum) we have checked the batch manufacturing record of this product and there was an internal nonconformity. After the reprocessing the product, the results before releasing the product fulfilled b.braun surgical requirements. Taking into account that there are no previous complaints and that we have not found the defect in the closed samples received, we consider that that the samples in the picture received are isolated units, but the whole batch is correct. Final conclusion: as the pictures received show two samples that does not fulfil b. Braun surgical specifications (regarding thread outside the support cardboard defect), we conclude that the complaint is confirmed by evidence of the failure in the pictures received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.